Event description:
Patient reported "ruptured breast implants¿, ¿product is leaking inside her body¿, ¿request is regarding allergan textured implant¿, ¿feel pins and needles¿, ¿right breast has more pain¿, ¿can't lift hand above her shoulder¿, ¿arm is cramping up¿, ¿very distressed and worried about her situation and health, and her body rejecting the leaked product and her getting cancer¿, and ¿ruining her life and she didn't know that the product was recalled¿, ¿dehydration¿ (not related to the device), ¿vomiting¿ (not related to the device), ¿loss of appetite¿, ¿chest pain¿, ¿lost weight¿, ¿skin gone bad¿, ¿has issue with circulation¿, and ¿mental health has gotten worse¿, and ¿feels less confident¿. The device status is unknown. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported "ruptured breast implants¿, ¿product is leaking inside her body¿, ¿request is regarding allergan textured implant¿, ¿feel pins and needles¿, ¿right breast has more pain¿, ¿can't lift hand above her shoulder¿, ¿arm is cramping up¿, ¿very distressed and worried about her situation and health, and her body rejecting the leaked product and her getting cancer¿, and ¿ruining her life and she didn't know that the product was recalled¿, ¿dehydration¿ (not related to the device), ¿vomiting¿ (not related to the device), ¿loss of appetite¿, ¿chest pain¿, ¿lost weight¿, ¿skin gone bad¿, ¿has issue with circulation¿, and ¿mental health has gotten worse¿, and ¿feels less confident¿. The device status is unknown. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device remains implanted.

Event description:
Patient reported "ruptured breast implants¿, ¿product is leaking inside her body¿, ¿request is regarding allergan textured implant¿, ¿feel pins and needles¿, ¿right breast has more pain¿, ¿can't lift hand above her shoulder¿, ¿arm is cramping up¿, ¿very distressed and worried about her situation and health, and her body rejecting the leaked product and her getting cancer¿, and ¿ruining her life and she didn't know that the product was recalled¿, ¿dehydration¿ (not related to the device), ¿vomiting¿ (not related to the device), ¿loss of appetite¿, ¿chest pain¿, ¿lost weight¿, ¿skin gone bad¿, ¿has issue with circulation¿, and ¿mental health has gotten worse¿, and ¿feels less confident¿. The device status is unknown. This record relates to the right side.